Manufacturer narrative:
(B)(4).

Event description:
The customer questioned high results for ise indirect na for gen.2 on the cobas 6000 c (501) module between (B)(6) 2018. The customer had received calls from doctors complaining of na results being higher than expected for patient samples that had been reported outside of the laboratory the evening of (B)(6) 2018. The customer was assessing the results for 45 patient samples to determine if corrected reports needed to be generated. The customer provided an example of erroneous results for 1 patient where the initial na result was 155 mmol/l with a data flag. The initial result was from an aliquot from the modular pre-analytic (mpa) system. This result had been reported outside of the laboratory. The sample from the master tube was repeated "several days later" and the repeat result was 143 mmol/l. The repeat result was believed to be correct. The customer provided high na results from (B)(6) 2018 ranging from 148 mmol/l through 159 mmol/l. No repeat results were provided. This medwatch will cover the c501 module. Refer to medwatch with patient identifier (B)(6) for information on the mpa. The customer stated they had front loaded as many as 60 racks directly onto the analyzers which was causing a back-up of racks coming from the mpa. The customer thinks the aliquots sat for some time causing the samples to become concentrated due to evaporation. The customer educated staff members to load sample racks on the mpa for processing and to discontinue front loading racks directly onto the analyzer. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site. According to a review of the alarm trace for the mpa on (B)(6) 2018 the sample buffer unit (sbu) was paused between 12:01 p.m. And 1:06 p.m. An unknown amount of samples were exposed to the atmosphere for a long period of time before being processed by the c501 module. The c501 module was checked and no issues were identified. A 20-point precision was performed and the field application specialist (fas) who happened to be onsite verified the results. The results were within specification. The fse revisited the customer site and did not identify an issue with the c501 module. The investigation was unable to find a definitive root cause.